Event description:
The complaint description is reported as: insulation on blades melting with normal use. No patient injury or intervention reported.

Manufacturer narrative:
The sample device was requested for evaluation, but was not received at the time of this report. The investigation results are not available at the time of this report.